Event description:
Customer reported "pump not delivering/recording dose, date: (B)(6) 2012, time 0400." Medication concentration: hydromorphone 1mg/ml in dextrose 5% 50ml. Intended programming: pca dose: 0.2mg. Lockout interval: 15 minutes. Continuous infusion mg/hr: 0 hourly, max limit 0.8mg. Brand and size of syringe: bd, 50ml. Overnight on (B)(6) 2012, there were instances when the pt pushed the pca outcome, and the demands were documented on the pca pump but no deliveries were documented. Customer feels the 15 minute lockout period should have been past and not prohibited the pt from receiving the medication.

Manufacturer narrative:
(B)(4). Device not received, log review only. The customer report of pca not delivering a dose was confirmed. The logs did confirm that two pca requests were not delivered. Both requests were ignored because the pca was in put into a programming condition, infusion modes. The device would not respond until the user picked a new infusion delivery mode or verified the current one, pca only. Had the user selected any infusion mode, the next screen would allow the user to continue with the change or verification or exit out of the programming. During testing on a lab test device and using the customer's data set, it was learned that once the infusion options screen was active and the user passed the options button again, and they returned to the infusion options screen, the prompt (walk away alert) did not activate. In this screen mode, no pca requests were delivered. The cause of the customer's report of no pca dose delivered was related to the device being in a programming mode (infusion models), however, the lack of an audible prompt alert to notify the user that the device needs additional action to resume the infusion programming, was also a contributing factor.